Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. A 5f non-cordis device was used. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. A 5f non-cordis device was used. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set at its original position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿deployment lever button)~frozen/locked¿ was not confirmed. The indicator window achieved the three stages deploying the plug as expected and the deployment lever performed properly. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.